Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the control-iq (ciq) software did not accurately adjust the amount of insulin delivered. During troubleshooting, pump was reset to resolve the issue. Customer's blood glucose (bg) was 234 mg/dl. Customer resumed pump therapy. Upon follow up, customer reported that the ciq feature was functioning properly. Bg was 92 mg/dl.